Event description:
Atrilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, visible foam particles were observed. The device failed test steps during final testing. Error code 282, 291 and 308 were recorded in the event log. Dust and dirt were confirmed on the blower box. In addition, the device had missing rubber feet and a cracked front enclosure. The device was not repaired since it came only for foam remediation. The device is returning unrepaired.